Manufacturer narrative:
Knives were received at the manufacturing site. However, no clarification on the multiple different types of knives was received. No evaluation for the report of slit knives were dull was performed. Therefore, the condition of the product could not be verified. No lot number was identified with this complaint. Therefore, a device history record review could not be conducted. As an actual confirmed or identified sample was not received at the manufacturing site. And no lot information is available. The root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined, with the information obtained. Therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Samples are available that have not yet been received at manufacturing for evaluation. No lot number information has been received for this report. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that 32 knives were noted to be dull during separate cataract surgeries. Alternate knives were obtained in order to complete each procedure. There was no harm to any patient. Additional information is not available for this report.